Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Knotted tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient experienced suboptimal control of symptoms of parkinson's disease. X ray indicated the jejunal tube was in the stomach instead of being in the intestine. The j tube was coiled in the antrum of stomach and was knotted. The j tube was still functional. The j tube has been replaced.